Event description:
Legal case ¿ USA patient ID: (B)(6). Related (B)(4). As reported via legal documentation the patient had a left knee revision on (B)(6) 2022. Approximately 1 year and 2 months after the first revision the patient had a second left knee revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2023 diagnosis: aseptic loosening an extensive synovectomy of the medial gutter, lateral gutter, suprapatellar pouch and fat pad was performed. The patella was visualized and there was significant post damage. The femoral component was found to be significantly loose. The patient was awoken and taken to pacu in stable condition. Unable to locate surgeon/patient/serial number in ebi. No serial numbers available. Historical record and smart solve searched for sn/patient name with no results. As directed by qa management: this legal complaint for polyethylene issues occurred in the us. The event did not occur in, nor is it reportable for australia, brazil, canada, eea/EU, japan, taiwan, or great britain, excluding northern ireland. Therefore, only the us reportability determination will be assessed.

Manufacturer narrative:
The product associated with the reported event is within the scope of recall z-0019-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 174 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, failure of implant and synovitis. Revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b5. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.